Event description:
The intuitive surgical davinci si vessel sealer did not give the appropriate audio signal to indicate that it was functioning. A subsequent vessel sealer with the same lot was opened with the same result. FDA safety report ID# (B)(4).